Event description:
Additional information received reported there were no symptoms associated with the event. The cause of the cloudiness of the drug was ¿precipitate.¿ there was no granuloma found on the MRI. At the time of report patient was receiving therapy and it was effective for pain control. It was noted that the physician was weaning the dilaudid and cut the bupivacaine concentration in half. It was also noted that the manufacture representatives were helping the clinic and the hospital station was getting a pain program organized with the pharmacy.

Event description:
It was reported that the patient had a refill the day prior to the report date and there was no volume discrepancy but the drug aspirated was cloudy which was of concern. The health care provider (hcp) office had just started using a different compounding pharmacy. It was reported an MRI was being done on the report date to rule out a granuloma. It was noted there had been no therapy issues. The device system was used to deliver bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10905r69, implanted: (B)(6) 2001,product type: catheter. (B)(4).